Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was an error message: "image storage is not possible. Problem with image memory". No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the error. The examination of the system log files revealed an fault in the x-ray pc disk bay. Due to manufacturing issues, the disk bay may not function as intended leading to issues with the system's nehalem pc which is used in the host pc, the ip-pc (image processing pc) and the flexvision pc. If any of these pcs experiences a malfunction, the system will no longer function properly, and imaging will not be possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) to address this. The fse replaced the disk bay through the fsca 2023-igt-bst-027. Following the replacement, the system was restored to full functionality. The codes were updated based on the investigation outcome.